Manufacturer narrative:
The customers product has been requested back for an investigation. A follow up report will be filed once investigation results are available.

Event description:
Customer's wife reported customer received an inaccurate glucose reading from their freestyle freedom meter. Customer's wife reported customer experiencing symptoms of tremor and loss of consciousness. In addition, customer's wife reported customer drinking orange juice to counteract his symptoms. There is no report on diagnosis of hyper/hypoglycemia or third party medical intervention.